Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a problem occurred during slitting of the catheter. It was further reported that during slitting of the deflectable catheter, the slitting blade encountered a wire. The physician stopped mid-slit, made adjustments and continued slitting without complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The manipulator wire pulled through the lumen wall. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.